Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision tkr. Revision of an lcs ap glide for pain and component loosening. The knee was implanted approximately 16 years earlier. Both components appeared loose on the pre op films and were removed and replaced with an lcs modular revision system.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device did not confirm the reported loosening. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not identify any product contribution to the reported patient pain and device loosening with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.